Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was not returned to olympus for inspection. However, the subject event was confirmed at the facility. Based on the results of the investigation, a definitive root cause could not be determined. It was judged that the subject event (insufficiently reprocessed endoscope) was due to the user¿s handling of the device. The replacement of the water filter had been implemented only once in two years by the user¿s decision, despite the user's acknowledgment that the water filter should be replaced at least once every two months, as recommended in the IFU (instructions for use). The event can be prevented by following the instructions for use: instructions for oer-6, operation manual, chapter 7 ¿routine maintenance¿, section 7.3 ¿replacing the water filter (maj-2317)¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope had reprocessor water filters replaced once every 2 years instead of once every 2 months, and the user facility staff irregularly disinfected the water supply pipes approximately once every 1¿2 months after replacing the water filters. The event was found during reprocessing. The procedure was completed using the same set of equipment. There were no reports of patient harm.